Event description:
It was reported that during of a da vinci-assisted surgical procedure, the blade on a sureform 45 green reload kept getting stuck up and reload was unable to be removed from the stapler. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: they only remember not being able to release the reload from the jaws.

Manufacturer narrative:
The sureform 45 green reload has been evaluated by the failure analysis (fa) team. During in-house inspection, the reload was found to have the knife exposed within the knife track and a firing failure. Additional observations related to the primary failure were found but not reported by the site. The reload was found to have mechanical indentation damage to the blade. The reload also had cartridge damage at the knife track where the exposed blade stopped. Lastly, a lodged staple was wrapped around the exposed blade.